Manufacturer narrative:
Eval summary: x-rays were not provided; it is unk whether the components were implanted with the correct fit and orientation as per the surgical technique. Primary operative notes stated that the pt had excessive osteophytes about the periphery of the acetabulum prior to total joint arthroplasty. The pt was (B)(6) at the time of the primary surgery with a bmi of 29.4. Pt factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and adherence to rehabilitation protocol are unk. Eval: the device history records were reviewed and found to be conforming to mfg, inspection, and packaging specifications. There is insufficient info to perform a probable cause analysis. A definitive root cause cannot be determined with the info provided.

Event description:
It is reported that an MRI revealed osteolysis posterior to the proximal femoral component and that the pt will be scheduled for revision.